Event description:
Kimberly-clark received a report stating, "on (B)(6) 2011 patient underwent aortic valve replacement, mitral valve repair and bypass grafting x2 at reporting facility. She was extubated on (B)(6) 2011 and was able to sit in a chair. However she developed retained secretions and volume overload and was reintubated using suspect medical device on (B)(6) 2011. On (B)(6) 2011, the respiratory therapist noted the cuff on suspect medical was not holding air. A pulmonologist was notified. Suspect medical device was removed by pulmonologist. Reintubation with new et tube was attempted by pulmonologist but was difficult. The patient was supported with bag and mask ventilation during reintubation efforts by the pulmonologist. Patient supported with bag and mask ventilation with 100% oxygen during reintubation efforts by the pulmonologist. The patient became bradycardic and went into cardiac arrest. CPR was performed. Patient was successfully reintubated, however on (B)(6) 2011, patient was diagnosed with severe anoxic encephalopathy. On (B)(6) 2011, the family decided to discontinue life support." Patient died on (B)(6) 2011. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The lot number of the device involved in this event was not provided, so the device history record could not be reviewed. The reporting hospital indicated their internal policy did not allow them to return the device to kimberly-clark for investigation, so four representatives from kimberly-clark traveled to the facility to evaluate the device involved in this incident. The facility reported that the product allegedly failed after 7 days. Visual inspection of the presented device found that the device cuff was partially filled with air and was maintaining pressure. The proximal sleeve of the cuff was properly bonded to the tube and in the proper location along the tube. The distal sleeve was shifted proximally along the shaft of the tube approximately 1 inch to approximately 2-3 mm above the skive, and the cuff sleeve was inverted. Residual bonding agent was identified on the tube at the location of the specified distal sleeve bond joint. The inflation valve was evaluated and functioned properly. Based on the evaluation, the failure of the balloon to maintain pressure was likely attributable to the distal end of the cuff sleeve shifting along the tube. No other conclusions could be drawn without performing destructive testing on the product, and the facility's risk management has not authorized release of the product for destructive testing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The events were captured in complaint (B)(4).